Event description:
It was reported that the ilet displayed persistent restart and malfunction alerts, specifically over/under voltage faults associated with host and vboost power rails, which were verified in device history and not associated with blood glucose impact. Symptoms included no change in blood glucose. Outcomes included replacement of the ilet and instructions to shut down the device, return it, and restart therapy on the replacement device after setup. Investigation included a review of device history and user-reported alert details. Investigation of this device revealed a persistent power subsystem malfunction associated with vbuck over/under voltage, consistent with a pump electronics issue. It was concluded that the cause was a device hardware malfunction of the power regulation circuitry.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."